Event description:
Caller reported a cartridge alarm issue with their pump. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Customer was advised by technical support to switch to an alternate insulin delivery method, mdi, while awaiting a replacement pump with updated software. Technical support confirmed the shipping address and provided instructions for returning the faulty pump.